Manufacturer narrative:
There are no allegations of any system or component failure and the patient reported good pain relief during the trial phase. After receiving a permanent implant, the patient expressed dissatisfaction with wearing an external device and refused to use the system, despite having participated in a trial in which an external wearable was utilized. Explant of the system was per patient request.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after successfully completing a trial phase. Despite having good pain relief from the system, the patient requested to remove the implanted system. Nalu representatives made several attempts to meet with the patient to perform any troubleshooting or other interventions to assure patient satisfaction, patient refused all attempts. A full system explant was performed on (B)(6) 2023 .